Manufacturer narrative:
This report is submitted on oct 04, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on november 09, 2021.